Event description:
It was reported that the patient was voluntarily explanted in 2007 and re-implanted with a sonata cochlear implant. The patient was also implanted on the contra-lateral side with a sonota cochlear implant as she wished to have the sonata implant on both sides. The original implant was apparently still functioning.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.